Manufacturer narrative:
Review of the device mfg record history. Review of the device mfg record history confirmed device met pre-release specifications.

Event description:
A gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the pt's right arm across the elbow, from an existing gore-tex graft at the brachial artery to the brachial vein. Fifteen days post implant, an open thrombectomy was done on the gore hybrid vascular graft. The gore hybrid vascular graft had been cannulated.